Event description:
Boston scientific crm received information that this lead was associated with a patient infection. A boston scientific field representative reported a lead adapter would be used to extend the lead due to the patient's device being moved to the other side of their body. There was no report of adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.